Event description:
Clinic notes dated (B)(6) 2014 note that the patient is having recurrent seizures. It was noted that the generator battery is decreased and the patient will be referred for generator replacement. The patient underwent generator replacement. It was reported that the generator was discarded during the surgery and will not be returned for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: new information received corrects information previously reported on initial MFR. Report. Device failure is suspected, but did not cause or contribute to a death.

Event description:
Review of the programming history database showed that on (B)(6) 2014 high impedance (dcdc = 7) was observed during system diagnostics. Device diagnostics following generator replacement surgery were within normal limits indicating that the lead was functioning as intended. The high impedance is suspected to be the result of a generator/lead connection issue that appears to have resolved with generator replacement surgery. Only the generator was replaced during revision surgery on (B)(6) 2014. No additional relevant information has been received to date.

Event description:
Additional information was received stating that the vns patient is cognitively impaired and unable to give accurate history. The patient began experiencing an increase in seizures in (B)(6) 2014. The increase seizures were below the patient¿s pre-vns baseline levels. The patient¿s device was reported to be at end of service.

Manufacturer narrative:
Date of event; corrected data: additional information was received indicating that the event began in (B)(6) 2014.